Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched on 08-05-2015. The fse inspected the system and replaced the aspirate probe peristaltic tubing. The system was verified with a system check, high sensitivity (hs) system check, precision run, calibration, and qc. All verification testing passed within published instrument and assay performance specifications. In conclusion, there is sufficient evidence to reasonably suggest a hardware malfunction as the cause of the unacceptable access accutni+3 qc recovery, calibration issues, and ind-flagged samples, as replacement of the peristalic pump tubing resolved the issue.

Event description:
The customer reported troponin I (access accutni+3) quality control (qc) recovery was outside of the laboratory's established ranges and an attempt to recalibrate access accutni+3 failed, in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The customer was able to obtain a passing access accutni+3 calibration however; the curve had an elevated s0 mean relative light unit (rlu) value. This calibration curve was used to analyze two (2) patient samples that had rlu values below the s0 mean rlu value. Consequently the samples were flagged as indeterminant (ind-flagged). The samples were repeated using the laboratory's alternate access 2 immunoassay system (serial number not provided) and numerical results were obtained, within the normal reference range of the assay. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Access accutni+3 quality control (qc) recovery was outside of the laboratory's established ranges. The customer obtained a passing system check after the reported event. Sample information, such as collection tube type, centrifugation time and speed, were not provided. No sample integrity issues were noted.